Event description:
It was reported that the patient had cardiac arrest and was in the hospital unresponsive. Interrogation showed that the device was double counting the wide qrs. The device detections were permanently disabled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 1058t competitor implantable pacing lead - implanted: 2012 (B)(6); 1688 competitor implantable pacing lead - implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that there was oversensing associated with the right ventricular (rv) lead and that the rv lead integrity alert criteria was met. The analysis also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analysis showed that there was one patient alert for lead failure predictor on (B)(6) 2013; there were three ventricular nst less than or equal to 202 ms on (B)(6) 2013; there were five lfp high rate-ns less than or equal to 210 ms with average v-cycle on (B)(6) 2013; and that the ventricular short interval count (v-sic) equaled 110 counts, in 0.81 day on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.